Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7153968. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a spinal cord stimulation (scs) lead revision procedure wherein the lead was repositioned. The patient was doing well postoperatively. Nothing was implanted or explanted.